Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had cardiac chest pain. In (B)(6) 2008, the patient was diagnosed with unstable angina (braunwald classification iiib) and cardiac catheterization was recommended. The target lesion was located in the 1st obtuse marginal branch (om1) with 70% stenosis and was 8.0mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x12mm taxus perseus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with complaints of cardiac chest pain and was hospitalized on the same day. No intervention was performed. The event was considered as resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).